Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. There were power on resets observed in the black box history. There was visible corrosion in the battery compartment and on the returned battery cap. There was moisture present in the pump. There was a battery compartment and keypad leak found during the leak test. The pump was exercised for 24 hours with returned battery cap and no power issues occurred. Evaluation revealed a tear in the keypad between the ok and down arrow key contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons responded appropriately. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
The reported contacted animas on (B)(6) 2012 alleging that the pump lost power that day after it had been worn by the patient while swimming. The reporter stated that prior to being worn into the chlorinated pool that day, the pump was working fine; however, afterward the pump did not respond when a bolus dose was attempted and there was no power to the screen. The reporter stated that a new battery was tried in the pump without improvement. The reporter stated that there was water visible in the battery compartment. The reporter confirmed that there was no damage to the pump, crack in the casing, damage or looseness to the battery cap. There is no reported adverse event associated with this complaint. This complaint is being reported because the complaint regarding power interruption to the pump with moisture in the battery compartment without visible damage remained unresolved.